Event description:
Per report, "customer reported a malfunctioning blood pressure monitor purchased from medline. Reading 7 points higher it was compared it at the doctor's office."

Manufacturer narrative:
Per report, "customer reported a malfunctioning blood pressure monitor purchased from medline. Reading 7 points higher it was compared it at the doctor's office." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.